Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "cassette not attached" was alarming. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 11/11/2024. H3: one device was returned for repair with complaint of cassette not attached alarm. There is no service history in past 12 months. Battery compartment damage was verified, and device was nonfunctional due to severe damage sustained on battery compartment. Moderately bubbled downstream occlusion (dso) seal and scratched lens were found. Replaced dso sensor assembly and lens. The device passed all functional tests upon repair.